Event description:
As reported the ezc21a aortic cannula had at the connection of small cracks causing a sealing problem. No repercussions for the patient

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
As reported by our colleagues in (B)(4) the ezc21a cannula had at the connection of small cracks causing a sealing problem. The lot number and occurrence date were unknown. All the cannulas were used in the patient without problems, the devices were not available because they were discarded. No repercussions for the patient. Evaluation: visual inspection of the product found that the 3/8th inch barbed tubing connector appeared damaged at the end of the connector furthest from the cannula. Testing performed on the device found no signed of leakage. The complaint that damaged connector created sealing issues could not be confirmed. Damage on the end of the connector was confirmed and was most likely not present when distributed by edwards. The occurrence rate does not create a negative trend and review of complaint history did not reveal that any trigger limits have been reached for this failure mode. Manufacturing records were not able to be reviewed due to the fact that no lot number was provided. There will be no pra initiated at this time. The instructions for use, training and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.